Event description:
A customer reported glucose precision issues when scanning the adc freestyle libre sensor. The customer stated she obtained unspecified low values and within a few minutes, obtained unspecified high values. On (B)(6) 2021, the customer and stated that she "felt bad, faintly, strange,¿ as if she was going to lose consciousness, and was unable to treat herself. The customer self-presented to the hospital where she received unspecified third party medical treatment from a healthcare professional no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided for sensor. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported glucose precision issues when scanning the adc freestyle libre sensor. The customer stated she obtained unspecified low values and within a few minutes, obtained unspecified high values. On (B)(6) 2021, the customer and stated that she "felt bad, faintly, strange,¿ as if she was going to lose consciousness, and was unable to treat herself. The customer self-presented to the hospital where she received unspecified third party medical treatment from a healthcare professional no further information was provided. There was no report of death or permanent injury associated with this event.